Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.

Event description:
Related to MFR report # 2183959-2012-01723. It was reported that the plaintiff was implanted with the elevate graft to treat stress urinary incontinence. It was alleged by the plaintiff's attorney that "as a result of the implanted product, "plaintiff has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, has undergone and will undergo corrective surgery or surgeries." It was also alleged that as a result of the implant the plaintiff was caused and in the future will be caused to suffer severe personal injuries, severe emotional distress, and other damages.